Event description:
Device 3 of 3. Reference MFR. Report #1627487-2019-05356, reference MFR. Report #1627487-2019-05357. It was reported the patient underwent surgical intervention on a unknown date for an unknown reason were the patients system was explanted. No further information is known at this time.